Event description:
It was reported that a cartridge leaked insulin at the o-ring. The customer's blood glucose level ranged from 108-127 mg/dl. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.